Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Related manufacturer report number: 2017865-2025-10471; 2017865-2025-10477.

Event description:
Related manufacturer report number: 2017865-2025-10471; 2017865-2025-10477. It was reported that the patient was admitted to the hospital with flu-like symptoms and possible infection. The patient underwent a septic profile and was found to be positive for enterococcus bacteremia. A recommendation was made to explant the system prophylactically. There were no vegetations found on the leads or system and magnetic resonance imaging (MRI) revealed no anomalies. The implant site was intact with no sign of compromise or infection. System function was normal with pre-procedure testing. There was no indication the infection was caused by the system. The system was explanted successfully. The patient returned to inpatient status for uneventful recovery and subsequent discharge on continued antibiotic therapy with re-implantation being considered at a later date. The patient was discharged.